Event description:
It was reported that upon opening the foley catheter tray and completing step 3 of attaching a sterile saline syringe to the foley, they were unable to locate the syringe as it was not in the tray as indicated on the product label. There were two lubricant/jelly syringes, but there should only be one and utilize a 10cc saline flush. Surveyed hospital supplies were only able to locate one other tray, currently stocked in med-surg supply, with a note indicating a potential need for sterile saline to have at bedside. Per sample received on 27jul2022, the customer returned the two additional sure step foley tray systems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the foley catheter tray and completing step 3 of attaching a sterile saline syringe to the foley, they were unable to locate the syringe as it was not in the tray as indicated on the product label. There were two lubricant/jelly syringes, but there should only be one and utilize a 10cc saline flush. Surveyed hospital supplies were only able to locate one other tray, currently stocked in med-surg supply, with a note indicating a potential need for sterile saline to have at bedside. Per sample received on 27jul2022, the customer returned the two additional sure step foley tray systems.

Manufacturer narrative:
The reported event was unconfirmed because the device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), sure step foley tray system. Visual inspection of the sample noted (1) lubricating jelly syringe and (1) sterile water syringe with the foley tray system as intended. This does meet specification and assembly according to layout drawing. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.